Event description:
It was reported that the device charge-pak indicator was illuminated. Physio-control evaluated the device data log and observed that the internal hlc batteries were depleted to critical levels. The device likely would not have been able to provide defibrillation therapy in the observed condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported problem and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a failure of a filter, designator fl10 from the analog pcb assembly. The customer received a replacement device.